Event description:
Boston scientific hydratome rx44 sphincterotome wire did not bend when handle flexed while attempting to perform sphincterotomy. Hydratome removed from field and replaced with an autotome rx44 which was used to perform the sphincterotomy without problems.